Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the event didn´t require medical intervention, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after surgery an employee of (B)(6) hospital in the central sterilization department injured themselves due to a burr found on the journey ii bcs box prep guide size 6-8. The device was stuck in employee´s finger by a metal shaving sticking off of the instrument.